Event description:
The customer reported that the pump screen was grey and unresponsive, preventing interaction and reading from the pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.